Event description:
Device malfunction: catheter tip detached. Time of malfunction: during the procedure. Time of symptoms/ae: post-procedure. Symptoms/ae: surgical removal of the device. It was reported that during a stenting procedure of the lica, the catheter tip of the stent delivery system (sds) detached. It was noted that the physician had to cross a very tortuous bovine arch with severe bends to reach the target lesion; however, once across, the vessel was straight with no noted calcification present. The rx accunet deployment and rx acculink stent delivery and deployment were successful. Upon removal of the stent delivery system, the physician did not experience any resistance, but during the filter basket retrieval he noticed that the distal tip of the acculink catheter had detached. The recovery catheter device could not be utilized because it was pushing forward on the loose part. The physician suspects that the crossing around the severe bend may have attributed to the separation. He manipulated for greater than 2 hrs attempting to snare the loose part or to get the filter to collapse without success. The pt was sent to surgery for retrieval and removal of the deteched tip and filter basket. No additional event or pt info is available.

Manufacturer narrative:
Quality assurance analysis revealed that the device was returned with blood and contrast visible throughout the shaft and on the handle. The stent had been deployed and was not returned. The tip of the catheter was separated and returned in a container along with the separated filter basket from the accunet. There was 4.5 mm of guide wire lumen still attached to the proximal end of the tip which was necked down for the length of 3 mm. The fracture faces st the separation were rounded and appeared to be folded inward slightly. There was a crescent shaped indentation on the proximal end of the white catheter tip located 1 mm distal to the distal end of the distal marker. There were creases visible the full length of the distal outer member/sheath in increments of 2 mm. There was damage noted on the distal outer member located 3.8 cm proximal to the distal end of the outer member. The inner guide wire lumen was folded over 1.5 mm on the proximal end. There was no other damage observed on the catheter. The handle was returned in the unlocked position and the slider was located at the proximal end of the handle. The device was sent to sem for further analysis. Quality engineering reviewed the incident info and the analysis of the returned device. The tip of the catheter was separated. There was 4.5 mm of guide wire lumen still attached to the proximal end of the tip which was necked down for the length of 3 mm. The torn faces at the guide wire lumen separation were rounded and appeared to be folded inward slightly. There was a crescent shaped indentation on the proximal end of the white catheter tip located 1 mm distal to the distal end of the distal end of the distal marker. No evidence of tip junction bond failure is observed; however, the proximal end of the white tip was slightly misaligned, which may have occurred as a result of pulling the catheter while the tip was hanging at the indentation. Moreover, there were creases visible the full length of the distal outer member/sheath in increments of 2 mm and there was damage (punctured holes) noted on the distal outer member located 3.8 cm proximal to the distal end of the outer member. The inner guide wire lumen was also folded over 1.5 mm on the proximal end. Sem analysis suggests that failure of the guide wire (gw) lumen may be attributed to necking and tearing. Quality engineering confirmed that the average force for tip junction pull test during the on-line reliability engineering (re) testing process is 6.188 lbs which exceeds the specification. Quality engineering suspects that, according to the failure analysis findings, the major contributing factors were vessel morphology and user technique. The lot history record was reviewed and there are non-conforming materials reports associated with this lot number. Quality engineering (qe) was unable to determine a conclusive root cause; however, it may be related to the operational context in which the device was utilized. Qe will continue to monitor and trend for this type of failure mode. This MDR is considered closed by the quality assurance department.